Manufacturer narrative:
Initial.

Event description:
It was reported that the pump stopped automated dosing after the patient¿s sensor expired and the bg run mode countdown completed, and the patient did not start a new sensor or have access to a fingerstick until later; once a new sensor was obtained, it was scanned and began warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.